Event description:
A patient with cardiomyopathy died following device therapy for ventricular fibrillation. It was suspected the heart was too weak to be defibrillated and there was no noted malfunction with the device. Upon interrogation, it was observed that there was an alert that the charge-time limit had been reached, most likely due to the amount of high voltage shocks that were delivered.

Manufacturer narrative:
The device was explanted after the patient expired. The device¿s sensing, pacing, lead impedance, patient notifier, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal.